Event description:
The reporter stated that their parent did back to back blood glucose tests, within 10 minutes. Patients results were 219 and 285 mg/dl. Parent did not have any symptoms. On follow-up, the pt's former spouse confirmed the reported info, and stated that patients meter had been in use for two weeks. Former spouse, and the reporter's daughter, as well as visiting nurses assist the pt with their testing. Reporter stated that they have been adding more than one drop of blood to the test strip if the confirmation dot is not completely blue. Training was given. No harm was alleged.